Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log file confirms a malfunction with the flexvision pc. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse found that the flexvision pc was defective. Fse replaced the flexvision pc which resolved the issue. The replaced flexvision pc was returned for analysis and the part analysis did not identify a malfunction with the flex vision pc. However, after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not turning on and got stuck at countdown 00:00. Reboot did not resolve the issue. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the flexvision pc was faulty. The field service engineer inspected the system onsite and after the replacement of flexvision pc, the device was returned to use in good working order.